Event description:
The customer reported an unknown medication leaked out of the port. The reported condition occurred during patient use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Device is available for evaluation. A follow up medwatch will be submitted upon reciept and completion of baxter's investagation. (B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor sample reports to determine if further actions are required.

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an interlink continu-flo solution set leaking unknown medication out of the port was confirmed during product evaluation by baxter quality engineering. However, no assignable cause could be provided for the reported condition. This is a disposable device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Should additional information be received, a follow-up medwatch will be submitted.